Manufacturer narrative:
(B)(4).

Event description:
It was reported that since a fall in (B)(6) 2011 (resulting in right hip fracture) pt is experiencing only intermittent stimulation. It was reported that the scs unit is implanted in area of right hip. The pt reports a slower recharge, tenderness around the pocket and pain radiating from the pocket. Add'l info is being requested.